Event description:
It was reported that during implant, when suturing the left ventricular lead, air was noted via fluoroscopy. The patient experienced a drop in blood pressure and a pneumothorax or possible pulmonary air embolism was suspected. On (B)(6) 2013 the lead was repositioned successfully. On (B)(6) 2013 the patient was discharged and was in stable condition. On (B)(6) 2013 the patient was seen for follow-up and normal device function was observed.